Event description:
Report rec'd of underdelivery noted during biomedical engineering preventative maintenance testing. The pump reportedly infused 17.0 ml on three consecutive test runs for performance verification delivery accuracy testing. Device spec requires delivery of 20.0 +/- 1.0ml for this procedure. There were no reports of any problems with the device while it was clinical use. No current pt involvement. No add'l info was available.